Event description:
It was reported, the strike plate was not properly screwed into the targeting arm. The surgeon struck the strike plate with a mallet.

Manufacturer narrative:
Device will not be returned. Additional info has been requested and if received will be provided on a supplemental report.